Event description:
This case was reported by a consumer via the FDA medwatch program (B)(4) and described the occurrence of neuropathy in a pt who used super poligrip for a denture adhesive. In 1998, the pt began using poligrip and super poligrip 3 to 4 times daily. An unk time later, the pt began experiencing numbness and tingling in the extremities. The same month, the pt was diagnosed with neuropathy and blood tests found low levels of copper and high levels of zinc. The pt lost the ability to walk and stated the neuropathy was permanent and required continued medical care and treatment. This regulatory authority considered the events as disabling and medically significant. The denture adhesive products were discontinued in 2008. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00019. Poligrip/super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).